Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd venflon¿ pro safety (vps) w/ instaflash needle would not connect to the valve and does not adhere to the cannula. The following information was provided by the initial reporter: after insertion of the device it is frequently noted that it is impossible to connect the device to the three-way valve. Connection of the liner does not adhere well to the cannula so that the tubes do not fill well with blood.